Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device system experienced infection. Subsequently, the patient underwent an explant procedure and the full crt-p system involving this device, left ventricular (lv), right ventricular (rv) and right atrial (ra) leads were explanted. No additional adverse patient effects were reported. The crt-p system was retained by the hospital.

Manufacturer narrative:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device system experienced infection. Subsequently, the patient underwent an explant procedure and the full crt-p system involving this device, left ventricular (lv), right ventricular (rv) and right atrial (ra) leads were explanted. No additional adverse patient effects were reported. The crt-p system was retained by the hospital.